Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings:during testing, the display was found to be dim and discolored. (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 01/06/2016.